Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) service alarm code. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the homecare pt reported an unspecified alarm occurred. The customer contact reported the pt reportedly cycled the power and completed the delivery using the same device. The device was recovered from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that during a review of the device history at the user facility, a 09/001 (backward motor movement) service alarm code was noted. Though requested, no additional info was provided, including if therapy was resumed with a replacement device.

Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 09/001 (backward motor movement). This was due to the motor roller clutch and camshaft. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1214, the device was programmed to deliver in the tpn with taper down mode, with a tpn volume of 2200 ml, a 1 hr taper down, at total tpn time of 24 hrs, a 5 ml/hr kvo (keep vein open) rate, and a 2300 ml container size. On (B)(6) 2013 at 2225, a new container is indicated. At 2229, the delivery was started. A new date of (B)(6) 2013 was indicated. At 0414, a 09/001 (backward motor movement) service alarm occurred. Between 0417 and 0418, the device was powered on and the delivery was started. Between 0756 and 0758, two 09/001 service alarms were indicated, the device was powered on 2 times and the delivery started. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.